Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 19-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the technical support specialist (tss) assisted the customer by asking them to wait for the item to expire so that a new prescription could be requested. The good faith attempts were made to get the additional information. No responses received from the technical support specialist. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, when user attempted to issue medication, the drug was not listed on the patient's profile. The customer added the medication to the list as an override, but when rxverify was requested, the pharmacy rejected the request. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.